Event description:
The initial reporter questioned results for "many" patient samples tested for calcium gen.2 (ca2) on a cobas 8000 c702 module.an example of discrepant results was provided for 1 patient sample. The initial result was 13 mg/dl.the repeat result was 7 mg/dl.

Manufacturer narrative:
The ca2 reagent lot number was 898956 with an expiration date of 30-nov-2026. Calibration and qc were acceptable. No issues were identified during a review of the alarm trace data. The field service engineer (fse) found that the gear pump was broken. The gear pump was replaced and adjusted. The rinse station needles were cleaned, and the settings of the sample pipettes and the water levels were checked. A sample was repeated 5 times on 2 lines, and the same results were obtained. The investigation determined that the issue found by the fse was the root cause of the event.